Manufacturer narrative:
Power supply.

Event description:
The customer reported the ventilator would not operate on ac power, only on backup battery power. The customer replaced the power supply to address the reported problem. Malfunction of the power supply as noted during use could cause the ventilator to shut down and alarm. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.